Event description:
A male pt had hiatal hernia surgery on (B)(6) 2015. The surgeon stated the pt's activity level was more than what the post op instructions advised and three months later exam revealed that the hernia had recurred. Corrective surgery has been scheduled for mid-(B)(6) 2015.

Manufacturer narrative:
(B)(4). The original report stated a hernia operation had been scheduled, the additional information consists of confirmation of the hernia repair operation and explant of the acell device..

Event description:
Male patient had hiatal hernia surgery on (B)(6) 2015. The surgeon stated the patient's activity level was more than what the post op instructions advised and 3 months later exam revealed that the hernia had recurred. At the time of original MDR 3005920706-2015-00024 filing, corrective surgery had only been scheduled. At the time of this follow up corrective surgery was undertaken (B)(6) 2015 and the acell device had been explanted

Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and MFR operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery. Despite the physician assertion the device was not to blame and the increased activity of the pt against medical advice, this report is being filed out of an abundance of caution.